Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed incoming functional testing, the reason for return was not confirmed. (B)(4).

Event description:
It was reported that the programmer screen went grey and froze during routine threshold testing of a pacemaker. Upon performing a threshold test on the ventricular lead, the programmer lost functionality and after the patient lost capture the programmer then failed to be able to be programmed back to the required voltage. The red vvi emergency function was used to pace the patient to vvi 60 beats per minute (bpm). The patient was pacemaker dependent and loss of capture demonstrated symptoms of being faint and not fully conscious. After stabilizing the programmer output using the vvi emergency red button, the patient's pacemaker device was then able to be programmed back to the required settings as the programmer appeared to have its functions restored. The programmer was later returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.